Event description:
The cross-it xt guide wire was used as a buddy wire with the bmw universal guide wire, but the guide wires could not cross the cto distal lad. At this time, it was noticed that the cross-it guide wire could not be torqued and when it was pulled back, it was noted that the tip of the guide wire remained in the pt at the distal occlusin. No attempts were made to remove the separated tip from the pt. Reportedly, there were no pt effects. No additional info was available.